Event description:
The patient received her scs system on (B)(6) 2011. It was reported that an x-ray had been performed, and the surgical lead had migrated to the ipg pocket. The physician plans to revised the system to address this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.